Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after one day had right knee pain and right knee swelling also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021; dose, indication and expiration date: not provided). On (B)(6) 2017, one day after receiving the synvisc one injection, patient complained of right knee pain and swelling. It was reported that the doctor gave her a steroid shot on (B)(6) 2017. Corrective treatment: steroid shots for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for all events. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain and swelling in right knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after one day had right knee pain and right knee swelling. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021; dose, indication and expiration date: not provided). On (B)(6) 2017, one day after receiving the synvisc one injection, patient complained of right knee pain and swelling. It was reported that the doctor gave her a steroid shot on (B)(6) 2017. Corrective treatment: steroid shots for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both events.